Manufacturer narrative:
Concomitant medical products: 419688 lead, implanted: (B)(6) 2013. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead had high rv and superior vena cava (svc) coil impedance measurements. Reprogramming was done, and the alerts were turned off. Approximately 6 days later, the patient underwent a lead revision which determined that the cardiac resynchronization therapy defibrillator (crt-d) had a loose setscrew for the rv coil. The device and lead remain in use. No patient complications have been reported as a result of this event.